Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood/fluid was dripping from the maxzero "cap" increasing biohazard/chemo exposure risk. There was no report of patient harm.